Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low, out of range, low voltage lead impedance issue and possible externalized conductors was observed on the lv lead. Patient was asymptomatic. Upon chest x-ray review, it was appeared to have externalized conductors on the lv lead. Lead procedure was scheduled on (B)(6) 2017. No further information available.